Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4): product unavailable for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. The target lesion was a type iii located in the right carotid artery. The lesion length was 38mm, and the reference vessel diameter was 5.0mm with 60% stenosis as measured by nascet. Thrombus, dissection, pseudo aneurysm or ulceration was not present. The target vessel was non tortuous with 1+ calcium present. A filterwire ex was used successfully for cerebral protection during the procedure. A carotid wallstent monorail 7.0mm/50mm was successfully placed at the intended site. Pta was performed using a maverick balloon catheter. Atropine 0.5 mg was administered during the procedure. Residual stenosis was estimated at 0.29%. Post-procedure the subject was asymptomatic. The carotid wallstent was found to be patent. Residual stenosis was not provided, no complications were reported. One month follow up visit in (B)(6) 2007, the stent was found to be patent with 0% residual stenosis. The patient was asymptomatic with normal neurological examination. Six month follow up visit in (B)(6) 2007, the stent was patent with 60% residual stenosis. The patient was asymptomatic with normal neurological examination. Twelve month follow up visit in (B)(6) 2008, the stent was found to be patent with an 80% residual stenosis; the patient was asymptomatic with normal unchanged neurological examination. No complications were reported during follow up visits.